Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low sensing and noise oversensing which lead to inappropriate shock therapy. A lead fracture was suspected and a new lead was implanted with good electrical parameters. Additional information was received indicating that the fracture was confirmed by noise on the rv pacing and sensing channel. The location of the fracture is unknown at this time. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.